Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via a 13f sheath hole prior to an interventional electrophysiology procedure. The sutures of the two prostyle devices were successfully pre-placed. The sheath was upsized to a 16.8 sheath, and the electrophysiology procedure was completed. Reportedly post procedure, with the first prostyle device, the suture broke while pulling on the rail-end to advance the knot with the suture trimmer. With the second prostyle device, the suture was not present when the plunger was removed. Hemostasis was achieved with the other successfully preplaced suture and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number. D4- a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because lot number was not provided. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 - failure to follow steps / instructions

Event description:
Subsequent to the previously filed report, the following information was received: reportedly, femoral imaging was not performed. No additional information was provided.